Event description:
User noted the sample probe rinse station overflowed during maintenance. The water created a large puddle on the floor in front of the analyzer in the walkway and underneath the analyzer. No one was injured. No patient sample were involved.

Manufacturer narrative:
The field service representative determined the rinse station tubing was obstructed and removed and flushed the waste tubing. He reinstalled the tubing, ran a mechanism check 50 times and noted the sample probe rinse station drained fine and the analyzer was operational.